Manufacturer narrative:
The tnt-g5 reagent lot number was 811850. The expiration date was not provided. The field service engineer found that the measuring cell sipper was compromised. He replaced the measuring cell sipper. He then performed precision studies, operational and mechanical checks, and they were all within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t gen5 (tnt-g5) assay on a cobas e801 analytical unit. Initial result: 19.1 ng/l. Repeat result: 6.5 ng/l (tested on another e801 analytical unit). The repeat result of 6.5 ng/l was deemed to be correct as it matched the patient's previous results. Reportedly, an amended report with the correct result was issued.